Manufacturer narrative:
The insulin pump was received with blank display due to motor slide stuck inside battery tube and bent battery spring contact. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. The insulin pump had broken motor slide.

Event description:
The customer reported being in the hospital due to diabetes ketoacidosis. The blood glucose reading was 356mg/dl, and she was treated and released three days later. Troubleshooting was performed. The caller stated that the insulin pump would not power on. The customer mentioned that the device had a blank display after resting, and it was not able to turn back. The caller removed the battery for multiple days and when she attempted to insert the new battery the device still had a blank display. Advised to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.